Event description:
On 9/18/96, the facility nurse contacted the MFR sales specialist to report that upon device explant the physician noticed that the device catheter was shorter and has presumed that a segment of device catheter went into the pt's heart.

Manufacturer narrative:
The MFR has completed its analysis of the returned device and the results are as follows: the device body, including the septum, showed no anomalies. Internal damage was not found. The 1-3/4" device catheter showed evidence of "pinch-off" syndrome at the distal end. This area appeared compressed and erratically cut. The device was patent and did not leak. A review of the device history record was performed on this catalog/lot number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this catalog/lot number and no trends were identified. The facility's report that the device catheter had broken was confirmed by the MFR's analysis of the returned device. Based on our analysis results, this event is attributed to "pinch-off" syndrome. The facility and physician will be issued an article exclusive to "pinch-off" syndrome diagnosis for their review in an attempt to prevent recurrence of this event. No further details are available. The MFR is now closing its file on this event. Note: the initial report which was submitted for this event on 10/17/96 incorrectly reported the implant date for this device as 8/19/96. The correct implant date is 8/19/94.